Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was recently implanted with the device but due to severe malformations in the cochlea 9 electrodes were left extra-cochlea of the compressed array. At a recent follow-up session affected channels were seen. The parents reported a head trauma over the implant. A CT scan has been requested.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to the reported trauma appears very likely. In addition only a small portion of the electrode array could be inserted at implantation surgery, likely because of cochlear malformation. However, the recipient reported sound perception with the device. To confirm an exact root cause device investigation would be necessary. Imaging is pending and no information about further steps has been made available yet.

Event description:
The user was implanted with the device but due to severe malformations in the cochlea 9 electrodes were left extra-cochlea. At a later follow-up session affected channels were seen. The parents reported a head trauma over the implant which occurred 2 months prior ((B)(6) 2022). Prior to this the user started to hear sounds and also noticed music with the device. A CT scan has been requested but no date has been set yet.

Manufacturer narrative:
Additional information: according to the information received from the field only three channels could be inserted during initial implantation surgery because of cochlear malformation. The recipient underwent a re-insertion surgery during which 8 channels could be eventually inserted. In addition, a head trauma is reported which likely led to a minor damage to the active electrode. No information about reactivation has been received.

Event description:
The user was implanted with the device but due to severe malformations in the cochlea 9 electrodes were left extra-cochlea. At a later follow-up session affected channels were seen. The parents reported a head trauma over the implant which occurred 2 months prior ((B)(6) 2022). Prior to this the user started to hear sounds and also noticed music with the device. The user underwent a revision surgery on the (B)(6) 2022 to re-insert the array into the cochlea, 8 channels were inserted. The user is still to be re-activated following re-insertion but they have lost their audio processor.